Manufacturer narrative:
Pump passed idle current test, run current test, self test, off no power test, error test, prime test, no delivery test, displacement test and rewind. No unexpected low battery alarm noted. Battery icons functioned properly. Pump received with stripped battery cap coin slot, minor scratched display window, cracked case at display window corners, broken battery tube threads, broken off reservoir tube lip, missing reservoir tube o-ring. Unable to perform basic occlusion test and occlusion test due to broken off reservoir tube lip. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump alarmed low battery before and after a battery change and their doctor advised to get a new pump. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that a piece of plastic was missing from the battery compartment. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.